Manufacturer narrative:
A field service engineer (fse) went on-site (B)(4) 2011 and replaced the creatinine module reagent syringe after noting that it was leaking. Calibration and qc testing was performed with no problems. Repair was verified per established procedures. (B)(4).

Event description:
A customer contacted beckman coulter inc. (Bec) stating that a creatinine (cre) module in the synchron lx20 pro analyzer had leaked and cre reagent was leaking onto the floor. No injury or exposure was reported and no erroneous results were generated.